Event description:
Chesapeake lumbar screw backed out approximately 3 months post-op. The loose screw was removed; however, it was noticed, after the revision case, that a second screw was backing out of the same cage. This screw remains implanted.

Manufacturer narrative:
The actual cage remains implanted and the loose screw that was removed was not returned to the manufacturer for evaluation. A general review of the manufacturing and inspection records for the cage and screw was performed and there were no discrepancies. Without the actual device, it is not possible to determine the root cause of the event. The patient is reportedly doing fine however, should a subsequent revision be required due to the second loose screw, every attempt will be made to secure the explants in order to conduct an analysis of the parts. We will continue to monitor the data for incidents of this nature.